Manufacturer narrative:
Device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint were observed. The hook cev890c was returned for evaluation: failure analysis: the evaluation verified the complaint as valid. The insulation sheath was cut and shortened near the handle. Root cause: the most probable cause of this issue is a defect in the sheathing process. Moreover, this kind of material is fragile and can have a stability defect. A replacement of the sheathing by a coating process is under study.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the coating of the cev890c hook cev890c dia 3.5mm 225mm monopolar was cut at the handle level. Additional information was received on 11aug2020 indicating that the device was not in contact with the patient; hence there was no patient injury. The event did not lead to an increase in surgery time.